Manufacturer narrative:
The device was returned and initial analysis revealed a device anomaly. Detailed analysis is pending.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had no daily measurements for a specific date. Ultimately this device was explanted two years later, the reason not known. No adverse patient effects were reported.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.